Event description:
The user reported experiencing a low blood glucose event after reconnecting to the ilet insulin delivery system following adjustments made by a diabetes educator. The user stated that they experienced fluctuating glucose levels. Patient's (bg reading after a meal was 332 mg/dl. Patient reported the pump overcorrected and their bg level dropped to 51 mg/dl. The device alerted to the glucose levels. The user self-treated the low with soda, and no medical intervention or external assistance was required. Symptoms reported during the event included shakiness, sweating, and disorientation. At the time of follow-up, the user¿s glucose levels were within range and no further issues were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.